Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had a procedure where they burned nerves in their back. The patient stated that ever since the procedure the stimulation was not working the same. They reported that they needed to run it much higher than normal even just to feel the stimulation. They noted they turned the ins off for the procedure. The patient also noted they had a steroid injection on (B)(6). The patient called their doctor and a nurse said they would make an appointment with a representative (rep). A message was sent to the reps regarding the issue. No further complications were reported. Follow up was conducted.